Event description:
It was reported that a malfunction occurred on the pump. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, and the issue did not recur. Customer was advised to continue using the pump and to contact support if the malfunction code reappears, which they understood and acknowledged.